Event description:
It was reported that a physician sustained a small pinhead-size burn to the middle finger while performing a procedure using a lumenis slimline ez fiber. It was further reported by the physician that the laser fiber broke in half outside of the patient. No patient harm occurred. Medical intervention was reportedly not required to preclude permanent impairment.

Manufacturer narrative:
A review by a lumenis technical specialist of labeling for the sd was completed and no deviation from specifications was noted. The DHR (and/or equivalent test data) was reviewed and no deviation from the design specification was observed. Reasonable attempts were made to obtain the subject device from the user facility however, the device was not returned for evaluation. Therefore, no physical evaluation of the subject device could be performed. An evaluation of the reported event by a lumenis technical specialist determined the probable root cause to be excessive bending forces applied under power in contradiction to instructions in product labeling. Device not returned to manufacturer.